Event description:
It was reported via repair work order that the patient allegedly fell out of the cot while loading. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the patient allegedly fell out of the cot while loading. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the cot was operating to specifications and no issues could be found with the cot. When the customer was asked to provide details around the event the customer refused to provide any detail regarding the incident and did not confirm if any patient injuries occurred. It is unknown how the patient fell out of the cot; no malfunctions were found with the device.